Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational catheter and coagulum was observed on the ablator tip. There were no patient consequences. During the procedure, a substantial amount of coagulum was observed on the ez steer catheter tip. The ez steer catheter was not replaced. Patient has not exhibited any neurological signs or symptoms since the procedure. Generator was set on temperature control mode with power at 55 watts and temperature at 55 degrees celsius. Impedance was noted to be 115-140 ohms. System did not present any error messages. There were no temperature or flow issues. Physician did not indicate that there were any product problems. The coagulum on the catheter tip has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational catheter and coagulum was observed on the ablator tip. There were no patient consequences. The bwi failure analysis lab received the device for evaluation on 08/24/2018. In the failure analysis lab findings dated 08/24/2018: coagulum was found on tip. No visual damages were observed. This finding confirms what was initially reported. The investigational analysis has been completed. The device was visually inspected, and coagulum was observed on the tip. Then during the second visual inspection, no coagulum was observed. This could be related to the decontamination process. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection tests were performed, and it was found within specifications. The catheter was deflecting correctly. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the coagulum observed cannot be determined, it could be related to the procedure. Manufacturer ref no: (B)(4).